Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the pump had overinfused and there was an undetermined root cause. Analysis determined that there was pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Eval code-result no longer applies. Eval code-conclusion no longer applies.

Event description:
Information was received regarding a patient in (B)(6) who received compounded baclofen 20 mg/ml at a dose of 550 ug/day via an implantable pump. The patient¿s medical history involved ¿cromosom¿ disease. The patient¿s concomitant medications were not obtainable. It was reported that during normal use the pump interrogation from (B)(6) 2016 noted that a motor stall occurred four days ago ((B)(6) 2016) without recovery. No actions or interventions were taken as the ¿pump info was that inner tubing damage was a risk¿. There was no abnormal activity such as a magnetic resonance imaging (MRI) scan or other activity. No know external, environmental, or patient factors that might have led or contributed to the event were known. The elective replacement indicator (eri) was 11 months. The patient experienced a change in mental status and was tired and spastic. The patient was now treated with oral baclofen. Surgical intervention had not been performed or scheduled but was planned and the patient was waiting for the pump exchange. At the time of the report the patient¿s status was alive-no injury, the issue was not resolved, and the pump status was implanted but out-of-service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.